Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received several inappropriate shocks. Therapy was exhausted. The rhythm appeared to be atrial fibrillation (af) with rapid ventricular response. This ICD remains in service. No adverse patient effects were reported.